Manufacturer narrative:
A replacement pendant was installed at the reporting site. The staff was advised to continue treatments; releasing the pendant stops all motions. However, the investigation is still in progress. A f/u medwatch report will be submitted once the investigation has been completed.

Event description:
It was reported that twice during the set-up phase of a particular pt inside the treatment room, unwanted rotations occurred on the gantry, collimator and table immediately after the pendant's motion enable bars (meb) were pressed. The motions stopped when the meb was released. The pendant displayed the error message "7t". No adverse event to the pt occurred.